Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. No blood glucose reading was reported. The nurse stated that the customer is known to be a variable compliance customer with depression issues. Troubleshooting was performed. The history revealed several rewinds and primes after receiving the no delivery alarms. The insulin pump passed the prime and high pressure tests. No further info was provided.